Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the affected product be received for eval.

Event description:
The customer reported several nurses "have been spattered with blood and other fluids due to the heavy recoil of the device when un-attaching a syringe." No pt harm or medical intervention was reported. No further pt/event info was provided.